Event description:
A (B)(6) male pt contacted zoll customer support to report that he was unable to activate the device by pressing the response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot activate device) has been confirmed. Upon evaluation, the front response button cable was broken. This prevented the response button from responding. The root cause of the damaged switch cable cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement monitor.